Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was working cleaning properties (intensive labor) when he experienced a loss of consciousness and a seizure. The patient had not received an alert or experience symptoms prior to losing consciousness. Emergency medical services was called; ems performed a bg upon arrival which was 28 mg/dl but the cgm displayed 78 mg/dl. The patient was treated with IV dextrose 50 percent and transported to the hospital where he was treated and monitored. He was released after four hours and recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.